Manufacturer narrative:
Complaint conclusion: as reported, during preparation of a 4.0mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, the hub was not working well, and the balloon could not be inflated. The device was not inserted into the patient and there were no reported patient injuries. This was during a carotid artery stenting (cas) procedure. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was returned for analysis. One non-sterile ¿aviator plus .014 4.0x30 142cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected confirming the balloon was received deflated. The inflation/deflation functional analysis was executed attempting to inflate the balloon. During this analysis, no damages or anomalies were confirmed to be present on the luer hub of the unit returned; nevertheless, the presence of a leaking condition was observed on the balloon. Sem analysis was executed, the results showed that the aviator plus .014 4.0x30 142cm balloon surface presented evidence of a burst condition and secondary punctures and a scratch mark near the damaged area. These damages are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems the material near the damaged area was affected by a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82294805 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub damaged¿ was not confirmed as no anomalies were noted on the luer hub during analysis. However, subsequent findings of ¿balloon burst¿ was confirmed via device analysis. Additionally, due to the rupture found, the reported ¿balloon inflation difficulty¿ was confirmed as the ruptured balloon would not allow for proper balloon expansion. The outer surface of the balloon presented evidence of a rupture, along with scratch marks and secondary punctures. Vessel characteristics, although unknown, likely contributed to the reported event as evidenced by device analysis. According to the warnings in the safety information in the instructions for use, ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label and hub identification band. The compliance table printed on the box label and packaged with the product illustrates how the balloon diameter increases with increasing pressure. Do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Maintain a snug seal with the hemostasis valve over the balloon catheter during advancement to prevent introduction of air into the sheath or guiding catheter. Without a snug seal, a tight fit between the balloon section of the balloon catheter and the sheath or guiding catheter may cause a risk for introduction of air and air entrainment during advancement of the balloon catheter through the sheath or guiding catheter. Preparation: 1. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 7. Attach a three-way stopcock to the catheter¿s inflation port. 8. Purge the air from a partially filled syringe and connect the syringe to the stopcock. 9. Open the stopcock and induce negative pressure. 10. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. 11. While maintaining the negative pressure, close the stopcock to the inflation port. 12. Remove the syringe and purge the air. 13. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. 14. Prepare an inflation device with diluted contrast medium. 15. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. 16. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after catheter prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during preparation of a 4.0mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, the hub was not working well, and the balloon could not be inflated. The device was not inserted into the patient and there were no reported patient injuries. This was during a carotid artery stenting (cas) procedure. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device will be returned for evaluation. Addendum: product evaluation revealed a burst condition on the balloon of the aviator plus pta balloon catheter.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.